Event description:
Customer reported a nurse admitted to the ER with laryngeal edema, tightness in the chest and shortness of breath after wearing the 3m 1870 surgical mask for 3 days. Reportedly, she was treated with an epi nebulizer and injection, solumedrol IV, and cool aerosol therapy and then discharged on a prednisone taper.

Manufacturer narrative:
The customer saved the mask but disposed the rest of the lot. The customer did not return the mask, so 3m did not conduct device evaluation. The customer stated he thinks the incident was not related to the mask because the employee (nurse) had a fever and a lung infection.